Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In particular, the final acceptance test proved the device functions to be as specified. In a next step, the returned device data was inspected. The data was obtained after removal of the safety backup mode. Therefore, the root cause of its activation is no longer determinable. The data further documented that a manual capacitor reformation was performed after removal of the safety backup mode. At this point the eri battery status was activated, because the charging time of the high voltage capacitors exceeded the 20 sec limit. Based on this observation, a damage of the ICD cannot be excluded, which may compromise the ability of the device to deliver therapy. Therefore and in order to exclude any potential harm for the patient we would like to recommend to replace the device and to return it for analysis to biotronik. Of course, individual circumstances and medical judgment determine decisions about patient care and the frequency of follow-up sessions. The above recommendation is based on a purely technical assessment. Should the device become available for analysis, this report will be updated.

Manufacturer narrative:
The device was explanted (B)(6) 2025. The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In particular, the final acceptance test proved the device functions to be as specified. In a next step, the returned device data was inspected. The data was obtained after removal of the safety backup mode. Therefore, the root cause of its activation is no longer determinable. The data further documented that a manual capacitor reformation was performed after removal of the safety backup mode. At this point the eri battery status was activated, because the charging time of the high voltage capacitors exceeded the 20 sec limit. Based on this observation, a damage of the ICD cannot be excluded, which may compromise the ability of the device to deliver therapy. Therefore and in order to exclude any potential harm for the patient we would like to recommend to replace the device and to return it for analysis to biotronik. Of course, individual circumstances and medical judgment determine decisions about patient care and the frequency of follow-up sessions. The above recommendation is based on a purely technical assessment. Should the device become available for analysis, this report will be updated.

Event description:
This device shows eri with unexpected battery behavior. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was explanted (B)(6) 2025. The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. As a first step in the analysis, the device was interrogated. The interrogation could be properly performed and it revealed the eri battery status. Detailed analysis of the ICD showed that the safety backup mode was likely activated during an MRI scan. The root cause for this activation was not determinable based on the available data. However, while in the safety backup mode the ICD performed charging cycles. During a manual capacitor reformation of the ICD, the eri battery status was activated, as expected, due to reaching the maximum charging time. As a next step in the analysis, the ICD was subjected to an electrical inspection. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, within 20 s charging time the specified energy level could not be reached. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module, damages to a component of the electronic module were noted. Due to these damages the charging of a defibrillation shock was impaired. It is reasonable to assume that the damages were caused by the charging cycles performed during the MRI scan. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary high current condition. This induced high current condition may possibly led to such rare events, like the observed damage of the electronic module. In conclusion, the observed damage was caused by the influence of a strong external magnetic field during the ICD's charging cycles.

Event description:
This device shows eri with unexpected battery behavior. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Event description:
This device shows eri with unexpected battery behavior. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was explanted (B)(6) 2025. The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. As a first step in the analysis, the device was interrogated. The interrogation could be properly performed and it revealed the eri battery status. The available data were inspected. The inspection showed that the device was programmed to auto-MRI. An MRI field was detected by the ICD on october 25, 2024, and the MRI mode was activated, as expected. Detailed analysis of the ICD showed that the safety backup mode was likely activated during an MRI scan. The root cause for this activation was not determinable based on the available data. However, while in the safety backup mode the ICD performed charging cycles. During a manual capacitor reformation of the ICD, the eri battery status was activated, as expected, due to reaching the maximum charging time. As a next step in the analysis, the ICD was subjected to an electrical inspection. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, within 20 s charging time the specified energy level could not be reached. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module, damages to a component of the electronic module were noted. Due to these damages the charging of a defibrillation shock was impaired. It is reasonable to assume that the damages were caused by the charging cycles performed during the MRI scan. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary high current condition. This induced high current condition may possibly led to such rare events, like the observed damage of the electronic module. In conclusion, the observed damage was caused by the influence of a strong external magnetic field during the ICD's charging cycles.